Event description:
Patient started feeling pain in the knee about a week ago in her primary knee. Review of the x ray revealed a broken tibial tray.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
Patient started feeling pain in the knee about a week ago in her primary knee. Review of the x ray revealed a broken tibial tray.

Event description:
Patient started feeling pain in the knee about a week ago in her primary knee. Review of the x ray revealed a broken tibial tray.

Manufacturer narrative:
This device was returned for evaluation and sem analysis showed that the triathlon primary base plate broke in fatigue, initiated on the proximal side of the tibial base plate progressed in the distal direction across the condyle. No material or manufacturing defects were observed on the fracture surface examined. Patient medical records were provided to a consulting clinician for review who indicated the following: x-rays confirm the baseplate fracture and further show the tibial component has minimal bone cement applied to its interface with the bone. There is some cement present at the anterior tibial implant-bone interface but virtually no bone cement is visible around keel or below posterior section of tibial baseplate. Device history review: indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicates that there have been no similar reported events for the provided lot ID. The investigation concluded that the tibial baseplate fracture was caused by an adverse combination of primarily procedure-related factors with regard to tibial cementing technique further aggravated by patient-related factors regarding morbid obesity. This complaint is not device related.

Manufacturer narrative:
Dimensional inspection of the plate thickness was performed and confirmed that the dimension was within specification. Further inspection could not be performed due to the cement mantle and broken tray.